Event description:
This case was reported on (B)(6) 2011 by a physician - local #(B)(4). After medical review of follow-up received on this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case involves a female (age nos) pt who received poly-l-lactic acid therapy in (B)(6) 2010 for unknown indication (therapy doses nos). The pt was last injected with poly-l-lactic acid in (B)(6) 2010. On an unspecified date, the pt developed a pea sized lump under her cheek. The pt had presented with lumps under her skin (not visible) and visible nodules on her skin. The visible nodules could be seen under left cheek and right temporal area. There were many other nodules up to 8-10 nodules when skin was palpated. The pt was very distressed by the nodules. The pt was last injected with poly-l-lactic acid 18 months ago which was concerning the doctor that these may be granuloma and not product. The doctor was very concerned at this stage. Relevant medical history: not reported. Concomitant medications: not reported. Action taken: not applicable. Corrective treatment: unknown. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated. Global #(B)(4). Additional information received on (B)(6) 2011: added last time poly-l-lactic acid was injected. Added new events of visible nodules on right temporal area and visible nodules under left cheek. Added the pt was very distressed by the nodules and the doctor was concerning that these may be granuloma and not product.